Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was alleged damage on the right ventricular (rv) lead resulting in episodes of inappropriate high voltage shock delivered to the patient. The lead damage was not visually confirmed with imaging. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.